Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the hard to hear, once or twice insulin pump locked and was unresponsive as well as received two unspecified error code. Customer¿s blood glucose level was unknown. Customer stated that the failed battery test in the past, small crack near battery compartment, had to rewind more than once and rewinds slightly slower. The device will not be returned for analysis.